Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
During cath lab procedures while using the phasein etco2 option for merge hemo, the system could occasionally become non-responsive to user actions (freezes up), the record button might become grayed out and unable to start /stop recording, or multiple short recordings might be displayed versus the typical long, continuous recording. A customer reported that the client pc froze up when attempting to record ffr, they could no longer do anything and then discontinued the procedure. No ffr data was able to be saved, resulting in a loss of data. This is a single cath lab site and they had nowhere else to take the patient.